Manufacturer narrative:
It was reported that one of the ventilator's wheels broke during the transfer of the ventilator inside the hospital. Our field service engineer repaired the ventilator cart with a new wheel. The ventilator was then put back into service after functional tests. The broken wheel was not returned for investigation. Provided picture confirmed the broken wheel. The root cause of the reported issue has not been determined. A broken off wheel may, as a worst case scenario, lead to stop of ventilation or extubation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that one of the ventilator's wheel broke. There was no patient involvement. Manufacturer's ref.#: (B)(4).